Manufacturer narrative:
Additional information was requested at the author of the journal article and at the hospital. We received an answer explaining that the hospital is not able to provide any further information due to data privacy policy. It was not possible to perform a trend analysis, as the catalogue number of the device is unknown. As no lot number was provided for the device, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported in the journal article that a patient was revised due to infection one year after implantation which was treated by two stage revision surgery. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. A technical investigation was not possible to perform, as the device was not at hand for investigation. Root cause analysis: the sterilization certificate of the devices could not be reviewed since the devices lot numbers are unknown. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification which is available for every product family certifies the suitability of sterilization. Therefore, an unsterile packaged device as cause for the infection is highly unlikely. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Additionally, it is stated that "before sterile implants are removed from their packaging, the protective wrapping must be examined for possible damage as this could jeopardize their sterility." And "if the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer.". However, all possible potential root causes (with occurrence and severity) related to the issues reported are listed in dfmea for the products revitan stem, wagner stem, low profile cup, müller acetabular reinforcement ring & burch schneider cages and allofit cup. Conclusion summary: in conclusion, due to significant lack of information, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is cmp (B)(4)..

Event description:
It was reported in a journal article that a patient was implanted with an unknown pe cup (low profile cup or allofit cup) and experienced infection after 1 year of implantation. The implantation took place between january 1993 and december 2012. The patient underwent two stage revision to treat infection. Source: "eradication of infection, survival, and radiological results of uncemented revision stems in infected total hip arthroplasties", philipp born, thomas ilchmann, werner zimmerli, lukas zwicky, peter graber, peter e ochsner & martin clauss (2016) acta orthopaedica, 87:6, 637-643.